Event description:
Customer reportedly tested 347 mg/dl on the advantage system while unconscious. The paramedics were called and tested customer at 32 mg/dl within 10 minutes. Customer was given glucose and transported the customer to the hospital. He tested 106 mg/dl upon arrival. Customer was given food at the hospital. Requested return of suspect system and replacement was sent.